Event description:
Blood sugar levels were very high, vomiting[blood glucose increases] [vomiting nos]. Case description: a nurse from a special accomodation unit reported that a pt who has diabets mellitus of unknown type, experienced vomiting and increased blood glucose levels after using novopen 3 with mixtard 30/70 penfill. The pen was supplied to the patient on february 2002 and worked well for a few injections. Hereafter, however, the pen did not work. The piston rod would not move forward when the push button was pressed down, and seemed to be slipping. As a result of the broken pen, the patient did not get their inection of insulin for one day. In 2002, the patient woke up and started to vomit and had to be admitted to hospital. The patient's blood glucose levels were reported very high. The product will be returned for investigation.